Event description:
The customer stated he was taken to the emergency room for high blood glucose levels of 250 mg/dl. The customer stated he was unable change the infusion set as he did not have an extra one. The customer also stated the insulin pump was pausing during delivery, and at other times delivering normally. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.